Manufacturer narrative:
The helix actuation was noted to be jumpy due to a bent helix. The cause of the bent helix could not be determined.

Event description:
It was reported that prior to the implant procedure, the physician the helix would not retract fully after extension. The lead was replaced with no further issues. Patient condition was good after the procedure.